Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they stimulation always turns itself off and the controller won't read their thumb print when charging the ins. Pt said the issue with the thumb print and stimulator problem was off and on since april. Pt mentioned they were able to get it to clear. Pt was thinking that it might be the humidity on their location because they moved from ca to mo and it might affecting their thumb print because they don't have the issue in ca. Pt also stated their representative (rep) had to see them in person because due to the humidity they needed to raise the stimulation because its been a year since their surgery and needed to meet with their new rep. Pt said that they were in a lot more pain being in an area with a lot of humidity and started much better since they adjusted the stimulation. Pt said earlier they charged the ins from 30% (increased to 100% during the call) but when they disconnected the recharger they got a software problem message. Pt reported when they are charging the ins they tried hitting the up or arrow button, the controller doesn't respond and they got the software problem message showed 1 - intellis, 2- 3.6, 3- 234, 4- qf_port. Pt said that issue started today. Pt said the issue only happened when the recharger was connected and controller does not want to respond. Pt mentioned the problem continues to happened every time they charge the ins and earlier when they finished charging the ins they got the software problem cannot continue please call medtronic message, and the controller wouldn't let them to see the screen on how low the battery on the controller was to make sure that the stimulation is on because the stimulation kept on turning off when charging the ins; pt said now it does not want to turn back on at all. During the call agent had pt to reset the controller. Pt confirmed no visible damage on the controller port, recharger paddle, cord, and pins because they keep in a case. Agent instructed pt to clean the connection pins. When pt unlocked the controller the battery low message appeared. Pt confirmed they were able to charge the ins showed low battery on controller and 100% for the ins. The software problem didn't came up and troubleshooting steps resolved the issue. Pt said they charge the ins every 3 days. Agent reviewed information when the ins got depleted that it might turn the stimulation off. Agent instructed pt to reset the controller. Pt confirmed that they were able to unlock the controller and the stimulation didn't go off. Agent advised to monitor the issue and call back if the stimulation was turning off again. Agent also advised pt to keep charging the controller. Pt will call back if needed. Upon further review, the patient mentioned they only charge the ins when it gets down to ~30% or when it fully depleted, so stimulation may have been turning off due to low battery levels. Patient also stated the stimulation will sometimes turn itself back on automatically, even if it had been off prior to charging the ins, and they "had issues in the past." Patient offered a lot of scattered information - agent did their best to gather and clarify all relevant details.